Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "rupture and breast cancer". The event of "breast cancer" is considered not device related. This report is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported "rupture and breast cancer". The event of "breast cancer" is considered not device related. This report is for the left side. The device remains implanted.